Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Consumer reported that, after having essure implanted, she has had headaches, abdominal pain, skin rashes, lethargy and her throat feels like it is closing. She also states that she has a nickel allergy and was misled on the affects it would have on her. She received phentermine as concomitant medical product. In addition, the seriousness criterion "other serious (important medical events)' was reported. However, it was not specified for which event. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up (B)(6) 2015: this case has been identified during monitoring of postings on an (B)(4), which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer was implanted with essure and immediately started having debilitating side effects which included abdominal pain, headaches, joint pain, skin rashes and fatigue. She had essure surgically removed via salpingectomy on (B)(6) 2015. Since then most of her symptoms have improved. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having abdominal pain. She also stated that her throat feels like it is closing. Essure was removed via salpingectomy 3 months after insertion. These events were considered serious, due to medical importance. Abdominal pain is a listed event in the reference safety information for essure, while the remaining event is unlisted. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Limited information was provided regarding event her throat feels like it is closing; it is unclear from the available information if the reported event was related to an allergic reaction or to an upper respiratory/ gastrointestinal disorder. However, given essure's local action at fallopian tubes causality with the suspect insert is considered unlikely. Non-serious events were also reported. This case was previously assessed as non-incident but was upgraded to incident upon receipt of information stating that essure was surgically removed via salpingectomy (required intervention). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is expected.

Manufacturer narrative:
Follow-up received on (B)(6) 2016: information received from a lawyer via legal claim states that, on or about (B)(6) 2015, plaintiff visited her healthcare professional to discuss permanent forms of birth control. On or about (B)(6) 2015, she had two essure coils implanted into her body. Shortly after the implant procedure, she began to experience pelvic and flank pains as well as heavy menstrual cycles accompanied with more pain. Further, plaintiff began to experience symptoms that are indicative of an allergic reaction. As a result of these pains, she visited medical facilities seeking relief with no avail. On or about (B)(6) 2015, plaintiff underwent a bilateral salpingectomy to remove the coils as a definitive solution to the symptoms. In addition, it was informed that the pains and bleeding experienced as result of the coils, as well as the necessity to undergo such a drastic procedure is a direct and proximate result of failure to disseminate accurate information regarding the product. Company causality comment: this case report, initially was received by a consumer who had essure (fallopian tube occlusion insert) inserted, upon receipt further information this case was considered a legal case. This female plaintiff/consumer had abdominal pain and pelvic pains. She also stated that presented symptoms indicative of allergic reaction previously reported as her throat feels like it is closing. Essure was removed via salpingectomy 3 months after insertion. These events were considered serious, due to medical importance and all listed events in the reference safety information for essure. Abdominal and pelvic pains and may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Regarding the event symptoms indicative of allergic reaction. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash,czematous dermatitis and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was considered incident since essure was surgically removed via salpingectomy (required intervention). The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: updated ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up received on 24-sep-2015: follow-up attempts were done, with no response to date. Company causality comment: this non-medically confirmed, spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having abdominal pain. She also stated that her throat feels like it is closing. Essure was removed via salpingectomy 3 months after insertion. These events were considered serious, due to medical importance. Abdominal pain is a listed event in the reference safety information for essure, while the remaining event is unlisted. Abdominal pain may occur after essure insertion. Given the positive temporal relationship and nature of this event, causality with essure cannot be excluded. Limited information was provided regarding event her throat feels like it is closing; it is unclear from the available information if the reported event was related to an allergic reaction or to an upper respiratory/ gastrointestinal disorder. However, given essure's local action in fallopian tubes causality with the suspect insert is considered unlikely. Non-serious events were also reported. This case was previously assessed as non-incident but was upgraded to incident upon receipt of information stating that essure was surgically removed via salpingectomy (required intervention). The product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.